Manufacturer narrative:
(B)(4). Jaw. The analysis found that device (a) was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for this condition may be if the device is closed over an existing hard object or clip which would place stress on the jaws causing them to yield and not return to their original dimensions. It is also known that excessive application of torque to the jaws when positioning the device on a vessel can result in yielded jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received with the jaws yielded. It is known from the history of the device that the found condition of the jaws may lead dropping or ejected clips. Possible causes for this condition may be if the device is closed over an existing hard object or clip which would place stress on the jaws causing them to yield and not return to their original dimensions. It is also known that excessive application of torque to the jaws when positioning the device on a vessel can result in yielded jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9lh7p; mfg date: 11/13/2009; exp date: 12/13/2014.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the initial firing of the device the clips were falling out of the jaws of the device into the patient. They were retrieved. A new device was used to complete the procedure. There was no patient impact.